Manufacturer narrative:
The complaint is currently under investigation into a root cause.

Event description:
It was phoned in by the customer that upon placement in the artery, they notice a"little bump of plastic and appears made funny" on the anastaflo shunts. Lot number 59458069. An "entire box" has been affected. No patient injuries have been reported.

Manufacturer narrative:
Evaluation: the device was not retained by the hospital and could not be evaluated. Though the product was not retained, a trend has been noted regarding the reported excessive adhesive and a manufacturing defect confirmed. This is likely linked to this event. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action is currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings. Manufacturing records were not reviewed as the lot is unknown. From july 01, 2011 to july 29, 2013 the complaint trend was found to be out of control. Trends will continue to be monitored through edwards¿s quality systems.